Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.

Manufacturer narrative:
On march 31st, 2022, the distributor reported that the pump did not indicate a data log corruption. The device issue was identified to be a malfunction alarm. H6 (removed 3196, added 1503). H6 (removed 3196, added 1503).